Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the air suction pump and vso (solenoid) were replaced to correct the issue. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported by the customer that they are returning their unit to elsg for service. Description of failure: error message l3-006 displayed. Customer continued the procedure, but wants the generator checked. No further information is available. No reported patient consequence. Elsg order number is 06.5982.